Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. It was reported the patient is pacer dependent. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. The rv sensitivity will be decreased at a later date to mitigate the oversensing. No adverse patient effects were reported.